Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a procedure, the anchor broke. The anchor was left unsupported in the patient and an additional bone hole was required. A backup device was available to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Only the inserter and stay suture were returned for evaluation. The anchor was not returned for examination. Without the return of the anchor, the reported complaint of anchor breakage cannot be confirmed. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture.